Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, serial/lot #: unknown. Product analysis: product: 9734060, axiem controller failure, product: 9733763, insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the system had shown a red x over the emitter box and the box was not communicating. Upon reboot, the site was able to proceed. There was less then an hour delay to the procedure. There was no reported impact on the patient¿s outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.